Event description:
Unit of blood collected in bag, product lot number fm08d14054, in 2008 at choc blood and donor services. During product processing at hospital blood bank on the same day, it was noticed that bag tubing was not connected to plasma bag. Hospital blood bank used a transfer pack and sterile docking device to express plasma and produce a useable red-cell unit. Hospital blood bank discarded original plasma bag. Fourth occurrence since seven months earlier. All events and lot numbers reported to fenwal -manufacturer- at time of occurrence. Dates of use: 2008. Diagnosis or reason for use: collection of donor blood.